Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and degenerative disc disease/herniated disc pain. The pump contained fentanyl with a concentration of 1000 mcg/ml at a dose of 500 mcg/day. It was reported the patient was having a pump revision on (B)(6) 2016; the representative stated she was notified the day before by the physician¿s office. The representative attended the pump replacement that day and was able to find out a motor stall occurred on (B)(6) 2016, but was not discovered until (B)(6) 2016 by the managing hcp during a refill. The representative stated the replacement of the pump was done, and the catheter was fine, so there were no changes to it. The representative was going to be returning the pump for analysis. The representative stated so far the patient was fine with a follow-up appointment next tuesday, (B)(6) 2016 with the hcp. The patient activated dose was 40 mcg, and the lockout intervals were 1x/12 hours and 2x/day. The representative further reported on (B)(6) 2016 that the patient was in a nursing home, and the office called to check on him. The patient¿s pain was better, and he was up and able to get into the shower, go to the dining hall, and sit up in a chair for longer periods of time. The office would follow-up for refills as necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.